Event description:
When nurse hung IV bag of saline, saline leaked out of holes along the right vertical seam of the bag. The bag was not punctured during use.======================manufacturer response for IV bag, visiv (per site reporter)======================requesting bags for eval.